Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The reported incident was confirmed. An x-ray showed the construct with a broken rod that occurred in an area where the rod spanned 2 levels without any supporting pedicle screw. This could cause flexure and strain on the rod. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that a revision surgery to an implanted coral spinal sys was done on (B)(6) 2012. It was initially reported that the components of the construct had failed. Multiple coral tulips were dissociated from the bone screws.